Event description:
Rep reports one incident in which leakage occurred at the luer lock adapter during usage, resulting in blood loss. Device was attached to an infant. **per conversation with hcp, incident in which leakage occurred at the t-connector "where it attaches to the filter". Occurred approximately 24 hrs in use. Hyperalimentation and lipids were being infused. Reporter stated approximately 10 cc's of blood loss occurred, which required a blood transfusion. Writer inquired about the outcome of the pt, and reporter stated, "I don't know if the blood loss had a direct affect. The baby is very sick". Line was peripheral.